Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the reported issue occurred on (B)(6) 2025. The shutters remained stuck in opened position and the customer was able to continue the procedure without using the shutters. A philips remote service engineer (rse) connected remotely and confirmed the reported error "shutter collimation failed". Upon further inspection, the philips field service engineer (fse) confirmed that the shutters could not be moved and identified that after a system reboot the shutters worked again for a short period. After replacing the nicol v4 collimator, the system has been returned to use in good working order. The nicol v4 collimator was returned for further analysis. Functional testing was performed and found that the main shutter failed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, investigation has determined that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Investigation concluded that the procedure was completed on the same system. Therefore, this complaint has been re-evaluated as not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome. The health impact codes was corrected.

Event description:
It was reported to philips that the system gave an alert indicating shutter collimation failed, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.